Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, there was difficulties crossing and the team decided to remove the system and perform a balloon aortic valvuloplasty (bav). Upon removal of the system, resistance was felt and was unable to remove the system. The team decided to try and cross again and were able to deploy the valve successfully. As the delivery system was being removed, resistance was noted and after multiple attempts, the devices were able to be removed. An angiogram revealed a dissection at the external iliac and at the common femoral artery. Stents were placed for repair and the patient is stable post procedure.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the complaint device and lack of provided imagery, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to withdrawal difficulty and difficulty crossing. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for withdrawal difficulty and difficulty crossing was unable to be confirmed. A review of DHR, lot history and the complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per report, ''the valve crossed at a difficult angle which the team felt was unacceptable''. It's is possible the patient had a some degree of calcification in the native valve. The presence of calcification can make the pathway challenging as the delivery system crosses the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to cross the native annulus. Additionally, it was also mentioned, ''the valve was pulled without incident back into the sheath. As the sheath was being removed from the external iliac, significant resistance was noted. As tension to remove was applied, it was observed that the vessel was being pulled also.'' Potential patient vessel tortuosity can create non-coaxial withdrawal angles, which can result in the distal end of the delivery system catching onto the sheath and subsequently negatively interfere with patient anatomy and contributing to reported withdrawal difficulties. Without the return of the complaint device, a definitive root cause was unable to be determined. However, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the reported event. In this case, the vascular dissection cannot be confirmed, however, maybe related to the delivery system withdrawal difficulty. Since no product non-conformance was confirmed and no IFU/training manual deficiency was identified, product risk assessment escalation and a corrective/preventative actions are not required.